Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, hospitalization, heart failure, worsening mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. On (B)(6) 2020 the clip was implanted, reducing mr to 1. On (B)(6) 2020 the patient presented with heart failure symptoms. An echocardiogram showed the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), worsening mr to grade 4+. The patient is scheduled to have a second mitraclip procedure on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation resulting in heart failure appears to be due to the slda. Mitral regurgitation and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. On (B)(6) 2020 the clip was implanted, reducing mr to on (B)(6) 2020 the patient presented with heart failure symptoms. An echocardiogram showed the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), worsening mr to grade 4+. The patient is scheduled to have a second mitraclip procedure on (B)(6) 2020. Subsequent to the initially filed report, the following information was provided: the patient had another procedure on (B)(6) 2020 and 2 additional clips were implanted, reducing mr to 1+. No additional information was provided.